Manufacturer narrative:
Plant investigation: the lp955 circuit board was returned to the manufacturer for evaluation. The visual inspection of the returned part showed a shorted component (ic2). The as-received part was installed on a test machine and the machine was powered on. During the power on sequence, the blood pump motor was rotating without any input. The failure was traced to thermal decomposition on ic2 of the lp955 circuit board. The shorted component (ic2) caused the blood pump module to function erratically during the power on sequence. Ic2 is the stepper motor driver and is part of the blood pump motor circuit. Due to the thermal decomposition, further testing could not be performed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a 2008t hemodialysis (hd) machine experienced an e.23 error on power up (pump rotor turning when it should not for 2nd time). There was no patient involvement associated with the event. The failure was reported as an out-of-box issue. The blood pump was still under warranty and a replacement was sent to the facility. The biomed replaced the blood pump to resolve the issue, and the machine was then placed back in service. The biomed stated the faulty part would be returned to the manufacturer for physical evaluation. Upon evaluation of the returned part by the manufacturer, thermal decomposition was identified on integrated circuit (ic) chip 2 of the lp955 circuit board.